Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified proximal to mid left anterior descending artery. A 10mmx2.25mm wolverine coronary cutting balloon was selected for use. During the procedure, the lesion was inflated using a 1.5mm balloon catheter. The wolverine was then advanced and difficulty crossing the lesion was noted. The balloon inflation was performed in the area where the head was inserted, however it was noted that the balloon ruptured at 4atm. The procedure was completed with a different device. No patient complications were reported.